Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 03/13/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings:visual inspection revealed that the battery compartment was cracked on the threads above the bumper pad and along the side starting from the case seal. Unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored. The returned battery cap was used to complete all testing.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue, the battery compartment was allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.